Event description:
It was reported that the patient called (B)(6) 2026 with concerns of backup battery on their system controller. The patient performed multiple self-tests but was unable to clear the backup battery fault. The patient presented to the clinic on (B)(6) 2026 with backup battery alarms still active. Due to repeated emergency backup battery (ebb) faults, reseating and previous replacement of ebb, a system controller exchange was planned to be performed on the same day. The patient was on the primary controller since implant date of (B)(6) 2023. While reviewing the patient's interrogation, a pump stop was noted on (B)(6) 2026 at 8:38am to 8:43am. The patient did not recall any alarms at the time of the event and denied any driveline disconnection. The log files were sent for review. The log file captured a couple of electrostatic discharge (esd) induced pump resets on (B)(6) 2026 at 08:39 and again (B)(6) 2026 at 08:43. Additionally, the ebb faults started on (B)(6) 2026 at 19:19 and continued for most of the remainder of the log data capture. It was later reported on (B)(6) 2026 that the system controller exchange resolved the alarms. The patient did not experience any adverse impact due to the esd induced pump stops. The patient returned home after the clinic visit without any known complications. The system controller was planned to be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the combined log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data associated with the reported event was observed from (B)(6) 2026-(B)(6) 2026. The alarm activated due to the backup battery not passing its load test. The backup battery did not pass the load test due to the unloaded voltage being outside the expected threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The driveline was observed to be disconnected on (B)(6) 2026 for controller exchange. The returned system controller (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. The root cause of the backup battery fault alarm could not be conclusively determined via this investigation. A corrective and preventative action was initiated to investigate backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process and how to exchange the backup battery and system controller. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called on 10feb2026 due to emergency backup battery (ebb) faults on their system controller. The patient performed 5 self-tests in an attempt to clear the alarms with no clearance. The ebb faults were still active when the patient went to the clinic in person on (B)(6) 2026. The patient stated they did one self test on the morning of (B)(6) 2026 with the alarm still persisting. The patient had been on their primary system controller since implant date of (B)(6) 2023. The log files were submitted for review. The log files captured ebb faults on (B)(6) 2026 and (B)(6) 2026. The system controller appeared to not be passing the periodic internal load test. The mechanical circulatory support (mcs) equipment operated as intended. The alarms resolved after the ebb was reseated.